Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: there was a loss of blood sample, patient difficult to reach, 10 ml volume needed, when using the syringe there was a loss of sample due to the syringe cracking.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.